Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 1388t competitor implantable pacing lead - 2002-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited spikes in impedances. Following a chest x-ray, the lead pin was found to not be inserted fully into the header. The pocket was reopened, and the lead pin was reinserted into the device header. The device remains in use. No patient complications have been reported as a result of this event.